Event description:
It was reported that a patient presented with far r wave over-sensing resulting in inappropriate automatic mode switch. Lead dislodgement or changes in position was not alleged by the healthcare provider. Further lead assessment was planned. No information regarding further adverse patient consequences were reported.